Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up with complaints of dizziness and bradycardia. Interrogation revealed that the right ventricular lead exhibited oversensing of noise leading to pacing inhibition, loss of capture, and high capture thresholds. The lead was removed and replaced. The patient was stable.

Event description:
New information received notes that the right atrial lead also exhibited fracture and undersensing, while the right ventricular lead also exhibited high pacing impedance.

Manufacturer narrative:
Correction: h6 should reflect non return with 4114 - device not returned 3221 - no findings available 4315 - cause not established.

Event description:
Related manufacturer reference number: 2017865-2021-19606 it was reported that the patient presented in clinic for a follow up with complaints of dizziness and bradycardia. Interrogation revealed that the right atrial lead exhibited oversensing of noise leading to pacing inhibition and high capture thresholds. The patient presented on 20 may 2021 for procedure. Prior to procedure, device interrogation revealed that the right ventricular lead exhibited low impedance and failure to capture. Both leads were explanted and replaced. The patient was stable.